Manufacturer narrative:
No lot # provided. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use, a bd phaseal¿ l connector c90j was found with foreign matter as the ¿health care professional found fm floating in the infusion bag after preparing avastine.¿ there was no report of injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: the customer complaints about foreign matter after preparing the drug. Phaseal cannulas are designed to reduce this tendency. Different factors impact on coring, and it can come from the membrane but also from the rubber stopper. If coring comes from membrane performing multiple injections could lead to fragmentation. If membrane is excessively welded, coring can also take place. If coring comes from rubber stopper: quality of rubber stopper will impact the occurrence of particles.the larger the percentage of inorganic filler in the rubber stopper, the more often cores and fragments will be produced. Capping conditions have shown to have significant effect on coring tendency. The type of crimping device used as well as the sealing force will have an influence on coring. The cannula also impact on coring. Phaseal needles are designed to reduce occurrence the occurrence. The misuse by the user is another important factor. If the user makes a bad connection or turn the connector on the cap of the vial rather than insert it vertically, the cannula of the connector because of the rubbing with the stopper of the vial/infusion bag may cause detachment of particles from the cap. For every manufactured lot the laboratory technician made the particles fragmentation test. Based on the information explained in the complaint, it is no possible to identify the fm. In the other hand, as the lot is unknown retained samples and device history record cannot be reviewed. Coring: the customer complaints about foreign matter after preparing the drug. Phaseal cannulas are designed to reduce this tendency. Different factors impact on coring, and it can come from the membrane but also from the rubber stopper. If coring comes from membrane: a) human error: performing multiple injections on the membrane could lead to fragmentation. B) machines: if membrane is excessively welded, consistency is higher and elasticity lower, and once it is pierced by the cannula, it could provoke membrane fragmentation. C) materials: cannula. See below. If coring comes from rubber stopper: d) materials: rubber stopper. Quality of rubber stopper will impact the occurrence of particles. The larger the percentage of inorganic filler in the rubber stopper, the more often cores and fragments will be produced. Capping conditions have shown to have significant effect on coring tendency. The type of crimping device used as well as the sealing force will have an influence on coring. E) materials: cannula. Design and dimensions of the needle influence the tendency for coring, especially regarding the production of larger cores, cut out from the rubber stopper by the needle edges. Phaseal needles are designed to reduce occurrence of coring. F) misuse by the user: if the user makes a bad connection or turn the protector on the cap of the vial rather than insert it vertically, the cannula of the connector because of the rubbing with the stopper of the vial/infusion bag may cause detachment of particles from the cap. It is recommended to carefully follow the instructions explained in the IFU. For every manufactured lot the laboratory technician made the particles fragmentation test according to the it-1730 procedure. The test is carried out within a in a laminate flow hood. Staff has to wear a lab coat, cap and gloves. Investigation conclusion: based on the information explained in the complaint, it is no possible to confirm the coring. In the other hand, as the lot is unknown retained samples and DHR cannot be reviewed.